Event description:
During port removal procedure it was noted tubing was not connected to the port. No evidence of the tubing in the canal or in the neck area. X-ray revealed tubing located in right ventricle. Patient required additional procedure to retrieve the tubing.